Event description:
It was reported by the customer's mother that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 594 mg/dl. Customer had the no delivery alarm twice, once after changing the infusion set and reservoir. Customer treated with the pump. Troubleshooting was performed and the pump alarmed no delivery. Customer was advised that the pump was working as designed. Customer changed set and was able to continue with pump therapy. Customer's mother was able to get the insulin through the set by pressing really hard on the plunger. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.